Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No delivery alarm functioned properly. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. It was received with cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer¿s insulin pump had absence of occlusion alarm. Customer¿s blood glucose was 6.8mmol/l at time of incident. Customer mentioned that customer performed high pressure test as they experienced high blood glucose a couple days ago but while performing test never get alarm. Insulin pump will be return for analysis.